Event description:
It was reported that shaft break and stent deployment issue occurred. The target lesion was located in the mildly tortuous and moderately calcified left iliac artery. Two 10x80x75 epic stents were used for treatment. However, during the procedure on both devices, the shaft came apart from the stent before fully deployment. Additional stent was deployed to make sure original stents stayed deployed and fully opened. There were no patient complications nor injuries reported.

Manufacturer narrative:
B5. Describe event or problem- corrected and updated. Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the inner liner. The inner liner is separated from the handle. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent detachment occurred. The target lesion was located in the mildly tortuous and moderately calcified left iliac. Two 10x80x75 epic stent was advanced for treatment. However, during procedure on both devices, the shaft came apart from the stent before fully deployment. Additional stent was deployed to make sure original stents stayed deployed and fully opened. There were no patient complications nor injuries reported. It was further reported that just one 10x80x75 epic stent was used and not two epic stents as previously reported. There was resistance during advancing of the device and the shaft break occurred prior to stent deployment.